Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and hallucinations. In addition the patient reports having a bladder infection and asthma. The patient reports their (pdm) personal diabetes manager was not holding a charge. The patient removed the pod from the infusion site prior to the (emts) emergency medical technicians arrived. Upon arrival of the emt's the patient was flown by helicopter to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin and tylenol (325 mg). In addition the patient was given an inhaler of albuterol sulfate (90 mg) for their asthma. The patient was prescribed cephalexin (500mg) to be taken 4 times daily for 7 days. The patient was prescribed insulin quick reaction pens as a backup method of insulin until the the patient receives their replacement pdm. The patient was released from the hospital after 2 days

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the data shows a history of the device being unable to hold charge. The cause of this issue cannot be determined.